Event description:
During review of the in-house programming/diagnostic history database, it was found that high impedance was detected on system diagnostics on (B)(6) 2012. The patient had generator replacement on (B)(6) 2012. It is unknown if high impedance was observed prior to explant of the generator. However, diagnostics were within normal limits on (B)(6) 2012 with the replacement generator.

Manufacturer narrative:
Analysis of programming history.